Manufacturer narrative:
The compromised force sensor system alarmed during the basic occlusion test due to loose and or protruded drive support disk. The pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, and severely scratched display window noted. (B)(4).

Event description:
The customer reported via phone call of compromised forced sensor alarm on their insulin pump. The customer's blood glucose was unknown. Troubleshoot was conducted, and the drive support cap was found to be flush. Customer was advised to discontinue use of pump, and that the pump would need to be replaced and returned for analysis.